Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Inflammation is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Inflammation is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. However, the patient's race is likely a contributing factor. MFR# reference: (B)(4). Please reference 2032546-2021-00071 for the first patient.

Event description:
It was reported that following a cataract plus trabecular microbypass stent system procedure, two (2) patients had "a circle of inflammation that lasted months". Through follow-up, the surgeon conferred with glaukos medical monitor who reported that the surgeon was addressing the inflammation appropriately and had discussed with the surgeon that based on race, certain patients are prone to increased, prolonged, and recurrent inflammation postoperatively, with most resolving within three (3) months. The discussion included ways to manage inflammation that extends beyond three (3) months. This report references patient two (2) of two (2). Additional information is being requested.